Manufacturer narrative:
(B)(6). (B)(4). Medical product: vanguard complete knee system xp femoral, cat#: 195922 lot#: 187810. Vanguard complete knee system xp lateral bearing, cat#: 195814 lot#: 553820. Vanguard complete knee system xp tibial tray, cat#: 195755 lot#: 044000. (B)(6). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04989, 0001825034-2017-04990 , 0001825034-2017-04991. Remains implanted.

Event description:
It was reported that the patient suffered from stiffness in the knee requiring manipulation. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.